Manufacturer narrative:
Integra completed its internal investigation 07/20/2014. The investigation included: method, DHR review, review of complaint management database for similar complaints, results: a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specs. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation, therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed.

Event description:
It was initially reported that a pt treated with duraseal developed edema. Additional info was requested and on (B)(6) 2015, the following was provided. According to the surgeon, it was just cerebrospinal (csf) accumulation-no other fluids, no edema just fistula. The duraseal was originally used/implanted on (B)(6) 2015 on a (B)(6) female patient for metastasis removal. The bloating due to the leakage of csf was visible and the fistula was confirmed by CT scan. Revision surgery was not warranted. The pt was treated with puncture and compressive bandage. No other info was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The device is implanted in the pt. An investigation has been initiated based upon the reported info.